Manufacturer narrative:
(B)(4). Foreign source - (B)(6). Customer has not returned the product to orthopediatrics for investigation. The investigation is in process. If the device is returned or a lot number provided, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2018-00064.

Event description:
It has been reported that during the placement of a trauma plate, two drill bits fractured. The fractured bits remained in the patient's bone. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The instruments were found to be fractured in the same place as stated in the complaint. The portion of the drills that were returned did not show any indications that would lead to the failure. The cutting edge of the drills were not returned and therefore couldn't be inspected for wear. Investigation of the DHR did not reveal any process deviations or indications of manufacturing variations that would contribute to the observed failure mode. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 3006460162-2018-00064-001.